Manufacturer narrative:
Patient city- (B)(6). Patient country- greece.

Event description:
Reference number (B)(6). Event occurred in the greece. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for one day and the site location was leg. No further information available.